Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-02269. It was reported the patient required contraindicative testing (MRI) due to an unrelated health issue. Reportedly, their ipg would not enter into MRI mode. Diagnostic testing performed by the company representative revealed two contacts with low impedance values. Follow-up identified surgical intervention was undertaken wherein testing of the leads and several attempts at reconnecting to the ipg did not resolve the issue. As a result, the physician explanted the entire scs system.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-02269.